Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not inflating properly and causing pain. It was believed that the pump was too high in the scrotum and close to the testicles. Upon explant, the physician identified that fluid had surrounded the pump. The system appeared to be intact. The pump was explanted and replaced with a new pump placed more dependently in the scrotum. No patient complications were reported.